Event description:
It was reported that the device prompted, "failed server" during the session. The sensor was inserted into arm on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).